Event description:
The customer reported that the mouse and keyboard were not working, which was causing the system to not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The (B)(6) computer, keyboard and mouse assembly were replaced. The system was tested and found to be working as intended and put back into service.